Event description:
Initial reporter indicated that the patient reported to them that "something did not feel right." A system diagnostic test was performed that yielded high lead impedance. The patient had no injury or trauma preceding the high impedance event. The patient felt the vns had not been "working properly" for three days. X-ray review by manufacturer, no gross lead discontinuities noted.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-ray reviewed by manufacturer, no gross lead discontinuities. Device malfunction suspected, but did not cause or contribute to a death or serious injury.